Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not exited insulin during 5u filling cannula and had under delivery during bolus. Self-test, displacement test and high pressure test was passed, but the problem persisted. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches. A water filled reservoir was used during the test. Programmed and delivered a 5 u bolus. Observed liquid exit the tubing during the bolus delivery. No under delivery anomaly noted during testing. Device was received with scratched case and pillowing keypad overlay. (B)(4).